Event description:
When pulling back an 8f angio-seal vip after the anchor was deployed the hemostasis sheath broke into two pieces. A femoral cut down was performed to remove the sheath from the artery. This angio-seal was used to achieve hemostasis. There were no complications with the patient.

Manufacturer narrative:
(B)(4). One 6f angio-seal vip hemostasis sheath was received for evaluation. The carrier tube assembly was also returned. A blood-like substance was seen on the returned components. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The sheath tubing had been fractured and cracked and was returned in three pieces. Part of the sheath tubing still remained attached to the hub, the distal section was kinked/buckled at the blood inlet holes and approximately 50% of the tubing was also fractured and folded near the distal tip. Upon manipulation of the returned tubing sections, they began to crack further. The damage suggested exposure to ultraviolet light and subsequent material degradation. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record and the analysis performed. The cause of the device damage is consistent with material degradation from exposure to ultraviolet light. How and when the ultraviolet light exposure occurred remains unknown. The angio-seal instruction for use (IFU) states that the angio-seal should be kept away from sunlight, including uv light.